Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer declined to load a new cartridge at the time, however would contact tandem technical support should issues arise or persist. Customer's blood glucose level was between 180 and 190 mg/dl. Additionally, an elevated blood glucose of over 400 mg/dl was reported along with thirst, headache and body ache. Patient addressed reported issues with a correction bolus.